Manufacturer narrative:
The following field had been updated with additional information: h6. Upon investigation of the actual device used in this incident, it was determined that the smart remote manager (srm) was falling off. A field service engineer reattached the hasp to the fridge, the srm was remounted in a better position and the inventory was performed to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that bd pyxis¿ medstation¿ es had a malfunction that the smart remote manager was falling off and unable to retrieve medication from fridge.the customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient, resulting delay in dispensing medication.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that bd pyxis¿ medstation¿ es had a malfunction that the smart remote manager was falling off and unable to retrieve medication from fridge. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient, resulting delay in dispensing medication. There were no adverse events or injuries reported based on this event.